Event description:
During omega twin hook surgery, the surgeon pushed the hook out by the t-handle. Afterwards, when the surgeon confirmed by x-ray, the hook was pushed out without curving. Therefore, the surgeon pulled back the hook and inserted the new pin. However, the new pin was also pushed out, without curving. The surgery was completed. The surgeon thinks that the patient's bone quality influenced the surgery.

Event description:
During omega twin hook surgery, the surgeon pushed the hook out by the t-handle. Afterwards, when the surgeon confirmed by x-ray, the hook was pushed out without curving. Therefore, the surgeon pulled back the hook and inserted the new pin. However, the new pin was also pushed out, without curving. The surgery was completed. The surgeon thinks that the patients' bone quality influenced the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. However, the surgeon reported that he thought the patients' bone quality influenced. Therefore, a patient device interface issue could not be excluded. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated. Device not returned.